Event description:
It was reported that during a laparoscopic appendectomy procedure, the patient experienced an arc, leading to an ileum burn. The l-hook was investigated, and it was noticed the insulate had sheared from the shaft. A second l-hook, same brand was opened. Once again, it was noted that the insulate had sheared. At this stage, a staff member in the theatre suggested the instrument was impacting with the trocar sheath. The two trocars have been retained by the hospital for this inquiry. Unknown how case was completed.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.